Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient was implanted on (B)(6)2025. On (B)(6)2025, the patient presented with memory loss and dysphasia. The patient was hospitalized for five days for diagnostics and treatment. Based on CT and imaging, the treating center reported this as an intraparenchymal hemorrhage with edema. Steroids were administered.